Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) exhibited pocket stimulation. Follow-up revealed implanted right atrial (ra) lead had dislodged, confirmed through x-ray. Revision procedure was performed to reposition the lead. Subsequently, patient developed an infection at the pocket site. The wound was seen by the doctor and patient was prescribed with medication. A boil was observed on the suture site and was given antibiotics. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.